Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer stated that they were trying to bolus, pressed some buttons and now it would not stop. The customer's blood glucose was 203 mg/dl. The customer also stated that a couple of months prior their doctor could not get the setting out of the insulin pump. The discontinuation of the device was advised. Nothing further was reported.